Event description:
It was reported by service report that the brakes would not hold due to a brake adjuster being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.